Manufacturer narrative:
Brand name - cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. The initial reporter has indicated that the device is available for evaluation but the device has not been returned to the manufacturer at the time of this report. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter placed in the right fem on (B)(6) 2018 was found to be leaking at the blue hub on (B)(6) 2018. This line was infusing pentobarbital to keep the patient in a medically induced coma. The leak resulted in the patient becoming agitated and multiple boluses of versed and dilaudid to re-stabilize. The line was locked and then later removed and replaced on (B)(6) 2018. As reported, the patient did not experience any adverse effects as the medications were delivered through another lumen until the device was replaced.

Event description:
There has been no new information received.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional testing was performed on the returned device. A document based investigation was also conducted including a review of the instructions for use (IFU), manufacturing instructions, and quality control data. The complainant returned one 5fr triple lumen catheter for investigation. A leak test was performed on all hubs. The blue hub leaked and visual inspection confirmed that the blue hub had a .7 cm crack on the left wing. The gate (dot) was noted on the underside of the right wing [the failure occurred on the weld line]. No biomatter was present. Cavity number of the hub was 2. The white hub did not leak and visual inspection confirmed that there was no damage to the hub. Biomatter was present, no cracks or damage to the hub noted. The red hub did not leak and visual inspection confirmed that there was no damage to the hub. Visual inspection of the device concluded that there were no noted kinks to the device, biomatter was present in the number 1 extension tube, discoloration was noted closer to the manifold, and there appeared to be no damage to the manifold, suture wing, extension tube, and/or catheter. One non-cook needle-less connector was returned with the catheter. Investigators could recreate the reported failure mode. A review of the device history record and complaint history for the complaint device lot number could not be completed as the lot number of the device was not available. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. The complaint was confirmed based on the returned device. A definitive conclusion could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. However, this failure mode will continue to be trended. Measures have been initiated to investigate the issue of cracked hubs in central venous catheter devices. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Attachments this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [mw5080495_recvd 29oct2018.pdf].

Event description:
Hhs/FDA sus mw5080495 was received on 29oct2018 and is attached to this report.